Manufacturer narrative:
Recharger 97755, serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they were charging last week and noticed the recharger antenna (rtm) would get hot to the touch when charging the implanted neurostimulator (ins). Then, the pt was charging on saturday, and the rtm got hot and "burned" the pt. A burn mark was left on the pt's skin near implant site and the pt said the burn "hurt." Pt said, now, when they attempted to charge their ins, the controller displayed "no device found." Pt said they charged their ins every other day.  Additional information was received from the patient. Pt called back stating they were supposed to get a new rtm but nothing came. Pt was in extreme pain and had not charged since saturday. A replacement rtm was sent to the patient.